Event description:
Healthcare professional reported right side rupture and "mild capsulitis". The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Manufacturer narrative:
Lab analysis summary: analysis of the returned device identified: opening on radius and underweight.a visual and microscopic analysis was performed which identified: sharp opening on radius, stress marks and crease fold. A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is:sharp opening on radius assessed as an unidentified (tear) opening.

Event description:
Healthcare professional reported right side rupture and "mild capsulitis". The device has been explanted and replaced.